Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, when the plunger was removed after deployment, the suture separated and when the device was removed it was noted that the knot was untied. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely a suture snag during harvest caused the separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.